Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac was selected for use. No trace of pericardial effusion was noted prior to the procedure. The wire was pulled back to get into position again. After transeptal puncture, patient's blood pressure dropped. A pericardial effusion was found (posterior), and the decision was made to abort the procedure. A pericardiocentesis was performed and 145ml was drained from the patient (dull red). The patient is expected to fully recover. The device is not expected to be returned for analysis. The patient was not under warfarir nor antiplatelet drugs. No further information was provided. It was further confirmed that the patient was discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field - describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac was selected for use. No trace of pericardial effusion was noted prior to the procedure. The wire was pulled back to get into position again. After transeptal puncture, patient's blood pressure dropped. A pericardial effusion was found (posterior), and the decision was made to abort the procedure. A pericardiocentesis was performed and 145ml was drained from the patient (dull red). The patient is expected to fully recover. The device is not expected to be returned for analysis. The patient was not under warfarir nor antiplatelet drugs. No further information was provided.